Manufacturer narrative:
This report details a malfunction of the solar gi device, a malfunction that was not observed during use of the device on a patient.

Event description:
The pump failed, resulting in negative pressure readings.